Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after multiple falls. Attempts program were unsuccessful. It was confirmed via x-rays that both leads had migrated, and surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experienced ineffective therapy after multiple falls was reported to abbott. Reprogramming attempts were unsuccessful. It was confirmed via x-rays that both leads had migrated. As a result, the patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.